Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon detachment occurred. The 100% stenotic lesion was located in the calcified, but non-tortuous mid anterior descending (lad) artery. The maverick monorail 20mm x 2.5 mm balloon catheter was advanced to the lesion for pre-dilatation and inflated without difficulty to 12atms for 16 seconds on the first inflation, and 12atms for 12 seconds on the second inflation. Upon withdrawal, the balloon detached from the shaft of the balloon catheter and was retrieved through the guide catheter. The procedure was completed successfully with a maverick monorail balloon 15mm x 1.5mm balloon catheter. Another MFR's stent was implanted. No pt injuries or complications were reported. The pt's status was reported as "fine".